Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). A 24mm x 4.00mm promus premier¿ stent was advanced to treat the lesion; however the device was unable to cross the lesion. During the delivery of the device, strong resistance was encountered with the guide wire and the stent delivery system became stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).